Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The p-cap locks properly into the reservoir compartment. The pump was received with the critical pump error during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to the critical pump error. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: scratched case, cracked case (battery tube) and pillowing keypad overlay. Cosmetic damage was confirmed during analysis with cracked case (battery tube). Critical pump error was confirmed during analysis due to moisture damage on the electronic assembly, motor and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the insulin pump. The customer reported no adverse event. Troubleshooting was not performed. The event involved product(s) mmt-1882. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1882 was requested and customer returned the device.